Manufacturer narrative:
A ge representative evaluated the system and recommended the replacement of the x-ray tube, but no conclusion can be draw as further repair information is not available.

Event description:
The customer reported a system error and that the system would not emit x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.